Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user found that the instrument verified when turned to the emitter. However, it did not verify any other way. No patient was present during this event.